Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant, high capture thresholds, high impedance and low sensing were observed. The lead was repositioned 3 different times with out of range measurements. The physician elected to explant the lead and replaced with a competitor lead. Patient¿s condition was good before, during and after procedure.